Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an electrode was placed in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the final outcome of this surgery was successful as intended, without placement correction of the one deviating electrode. There was no direct (or increased) risk to harm a critical structure due to this deviating placement. There was no harm or negative effect to the patient, and there was no prolong of the surgery/anesthesia due to this issue. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. An undetected deviation of the non-brainlab instruments within the navigated varioguide, due to the angle on the skull chosen for this specific planned trajectory, causing a skyving of the drill on the bone only navigated through the varioguide. This skyving caused the non-brainlab drill (and afterwards the non-brainlab bolt following the burr hole drilled) to mechanically deviate/angulate within the varioguide and from its mechanically defined correct path displayed by the navigation. A not sufficiently secured or not reliably mechanically guided instrument within in the guide disc diameter chosen, can cause movement of the instrument, especially when high mechanical forces are applied, which can neither be detected nor compensated by the navigation. Apparently, the resulting deviation from the navigated path for this specific one trajectory of ten, was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, during drilling for and placing this non-brainlab bolt into the skull. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for placement of 10 seeg electrodes for epilepsy monitoring, including targeting an anterior lesion ca. 71mm deep in the brain with one of the electrodes, has been performed with the aid of the brainlab cranial navigation version 3.1. Pre-operative MRI and CT scans were available for this patient, and the trajectories were planned before the surgery. During the procedure the surgeons: positioned the patient in a supine orientation in a non-brainlab head holder, with the head turned right side up, and attached the reference array for navigation to the head holder. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, and fused the pre-operative scans with the planned trajectories to it. Verified the registration to navigation and the fusion, and accepted the accuracy to proceed. Created a burr hole, by drilling through a reduction tube placed inside the navigated varioguide aligned to the planned trajectory. Placed a (non-brainlab) bolt, following the burr hole aligned trajectory with the varioguide, moved the varioguide away, and registered the placed bolt as an entry point to the navigation to calculate the depth/length for the electrode. Inserted the (non-brainlab) seeg electrode following the trajectory of the placed bolt. Repeated the same navigated method until all 10 intended electrodes were placed. Placed a reference strip electrode into the subgaleal space, connected all electrodes to the eeg monitoring system and confirmed good readings from all intracranial seeg electrodes. Completed the surgery successfully as intended and closed the patient. On a post-op scan it was later detected that one of the 10 electrodes, the 6th to the anterior lesion, deviated from the planned location, by ca. 4mm at the entry and ca. 6mm at the target point, passing through the ventricle. The placement of this electrode was not corrected. According to the surgeon (treating clinician): the final outcome of this surgery was successful as intended, without placement correction of the one deviating electrode. There was no direct (or increased) risk to harm a critical structure due to this deviating placement. There was no harm or negative effect to the patient, and there was no prolong of the surgery/anesthesia due to this issue. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.